Event description:
It was reported that during preparation for a percutaneous treatment procedure, a catheter break occurred. Lesion details are unknown. As this 135/20 renegade hi flo infusion catheter was being removed from the package, it broke. The device never entered the patient. The procedure was completed with another of the same renegade devices. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).